Manufacturer narrative:
Upon follow up it was reported the patient experienced fungal peritonitis. It was reported that when the patient woke up the patient noticed the transfer set had ¿come apart and leaked all over the bed¿. It was reported the transfer set was changed the same month as receipt of the initial report. On an unreported date, the pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. The device was received for evaluation. A visual inspection using the naked eye and functional testing were performed. Visual and functional testing noted a blockage in the silicone tubing beneath the twist sleeve, between the occluder feet (detected during the clear passage testing). Due to the blockage, clamp function testing could not be performed. No leaks were noted during the pressure testing. The reported condition of leaks was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a malfunctioning transfer set (no further details). It was not reported if the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the transfer set was changed. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.